Event description:
Us customer contacted cepheid to discuss discrepant results using xpert xpress cov-2/flu/rsv plus. On (B)(6) 2024, a sample was collected from the patient. On (B)(6) 2024, the sample was processed per IFU on xpert xpress cov-2/flu/rsv plus. The result was sars-cov-2 positive, flu a negative. Flu b negative, rsv negative. This result was reported to a physician. Patient 1 - sample 1 retest 1 on (B)(6) 2024, the same sample that was stored at room temperature was processed per IFU on xpert xpress cov-2/flu/rsv plus. The result was sars-cov-2 negative, flu a negative. Flu b negative, rsv negative. This result was not reported to a physician. Patient was symptomatic for respiratory illness at the time of testing. Sample was randomly retested to ensure their new lot would run since they had issues with qc lockout. Sample was not used as a known positive sample. When the results came back negative for sars-cov-2, the customer questioned the negative result. Positive result was reported to the physician. Customer confirmed there is no known death, injury or deterioration in health related to the discrepancy.

Manufacturer narrative:
Us customer contacted cepheid to discuss discrepant results using xpert xpress cov-2/flu/rsv plus. On (B)(6) 2024, a sample was collected from the patient. On (B)(6) 2024, the sample was processed per IFU on xpert xpress cov-2/flu/rsv plus. The result was sars-cov-2 positive, flu a negative. Flu b negative, rsv negative. This result was reported to a physician. Patient 1 - sample 1 retest 1: on (B)(6) 2024, the same sample that was stored at room temperature was processed per IFU on xpert xpress cov-2/flu/rsv plus. The result was sars-cov-2 negative, flu a negative. Flu b negative, rsv negative. This result was not reported to a physician. Patient was symptomatic for respiratory illness at the time of testing. Sample was randomly retested to ensure their new lot would run since they had issues with qc lockout. Sample was not used as a known positive sample. When the results came back negative for sars-cov-2, the customer questioned the negative result. Positive result was reported to the physician. Customer confirmed there is no known death, injury or deterioration in health related to the discrepancy. The investigation is ongoing. Additional information regarding likely root cause will be provided in a follow up report once the investigation has been completed. Note for section h3 device evaluated by manufacturer - answer of no is due to the single use of the xpert xpress cov-2/flu/rsv plus test and the unavailability of that product lot to be returned to cepheid.

Manufacturer narrative:
Us customer contacted cepheid to discuss discrepant results using xpert xpress cov-2/flu/rsv plus. On (B)(6) 2024, a sample was collected from the patient. On (B)(6) 2024, the sample was processed per IFU on xpert xpress cov-2/flu/rsv plus. The result was sars-cov-2 positive, flu a negative. Flu b negative, rsv negative. This result was reported to a physician. Patient 1 - sample 1 retest 1: on (B)(6) 2024, the same sample that was stored at room temperature was processed per IFU on xpert xpress cov-2/flu/rsv plus. The result was sars-cov-2 negative, flu a negative. Flu b negative, rsv negative. This result was not reported to a physician. Patient was symptomatic for respiratory illness at the time of testing. Sample was randomly retested to ensure their new lot would run since they had issues with qc lockout. Sample was not used as a known positive sample. When the results came back negative for sars-cov-2, the customer questioned the negative result. Positive result was reported to the physician. Customer confirmed there is no known death, injury or deterioration in health related to the discrepancy. This is a case whereby the initial test using xpert xpress cov-2/flu/rsv plus was positive for sars-cov-2 and negative upon repeat. Review of the data shows that the positive result CT is late and may be near the limit of detection of the test. No product malfunction, no known patient harm. False negative: as per section 3 of the xpert xpress cov-2/flu/rsv plus eua IFU; "negative results do not preclude sars-cov-2, influenza a virus, influenza b virus and/or rsv infection and should not be used as the sole basis for treatment or other patient management decisions. Negative results must be combined with clinical observations, patient history, and/or epidemiological information." Note for section h3 device evaluated by manufacturer - answer of no is due to the single use of the xpert xpress cov-2/flu/rsv plus test and the unavailability of that product lot to be returned to cepheid. After further investigation, this case was deemed not reportable. Section h6 investigation findings and investigations conclusions codes have been updated to reflect the outcome of the investigation.